Event description:
Intuitive surgical davinci endowrist one vessel sealer working in the beginning of the case, then gave recoverable fault error message. Nurse followed prompt to remove instrument from trocar and then reinsert. "System check failed" message given. Instrument removed from field, replaced with "like" device to continue procedure. Reason for use: laparoscopic robotic prostatectomy. Device released to our health system's materials management department for exchange/replacement.